Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd male adaptor was broke. The following information was received by the initial reporter with the following verbatim it was reported by the customer that broken (B)(6).

Manufacturer narrative:
The customer reported 54 instances of broken male luer on material 1001-078-004, lot 5103445. The returned samples were investigated at (B)(6), and the defect was confirmed. The manufacturing plant was unable to trace the reported issue to the manufacturing process. The root cause is unknown. This was the only batch that was executed for this part code, and there were material changes before and after the production of this run. Namc performed a device history record (DHR) review on batch #5103445 for component 1001-078-004, which includes all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql's), were manufactured, and released according to applicable procedures and specifications. Qn query for the broken luer condition was performed in all the affected batches, and no history of the defect was detected.